Event description:
The user reported that during a stent removal procedure it was noticed that the stent coating had degraded. The stent was difficult to remove as the coating had degraded in multiple locations and the esophageal mucosa had grown into the holes in the coating. The patient had been vomiting consistently for an extended period of time and the physician stated that she believes this contributed to the degradation of the stent. No harm or injury was reported. The use did not provide a lot number. The catalog number provided in this report is an estimate.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.